Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the humeral 17h plate was fractured and damage was noted. Two canc lag screws are fractured. One unidentified screw was bent. Three heads stripped. Per sem associated with cancellous lag screw sample# 1, the cancellous screw sample showed that it fractured due to overload. Eds semi-quantitative elemental analysis of the cancellous screw showed that it was consistent with ti-6al-4v alloy. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - 3.5mm cort lock scr 54mm ns, cat: 816135054, lot: unk; 3.5mm cort lock scr 40mm ns, cat: 816135040, lot: unk; 3.5mm cort lock scr 22mm ns, cat: 816135022, lot: unk; 3.5mm cort lock scr 20mm ns, cat: 816135020, lot: unk; 3.5mm cort lock scr 20mm ns, cat: 816135020, lot: unk; 3.5mm cort lock scr 18mm ns, cat: 816135018, lot: unk; 3.5mm cort lock scr 18mm ns, cat: 816135018, lot: unk; 3.5mm cort lock scr 14mm ns, cat: 816135014, lot: unk; 3.5mm cort lock scr 12mm ns, cat: 816135012, lot: unk; 3.5mm cort lock scr 12mm ns, cat: 816135012, lot: unk; 3.5mm cort lock scr 10mm ns, cat: 816135010, lot: unk; 4.0mm canc lag scr 60mm ns, cat: 815540060, lot : unk; 4.0mm canc lag scr 35mm ns, cat: 815540035, lot : unk; cortical screw 3.5 x 28mm, cat: 815037028, lot: unk; cortical screw 3.5 x 26mm, cat: 815037026, lot: unk; cortical screw 3.5 x 22mm, cat: 815037022, lot: unk; plain washer 3pk, cat: 14460, lot: unk dis hum postlat lt 17h 147mm, cat: 131218308, lot: unk; 3.5mm low profile cort 30 mm, cat: 131218030, lot: unk; 3.5mm low profile cort 28 mm, cat: 131218028, lot: unk; 3.5mm low profile cort 28 mm, cat: 131218028, lot: unk; 3.5mm low profile cort 26 mm, cat: 131218026, lot: unk; 3.5mm low profile cort 22 mm, cat: 131218022, lot: unk; 3.5mm low profile cort 20 mm, cat: 131218020, lot: unk; 3.5mm low profile cort washer, cat: 131218000, lot: unk, qty: 3; 3.5mm low profile cort washer, cat: 131218000, lot: sbm096175; 3.5mm low profile cort washer, cat: 131218000, lot: sbm095295. Report source: foreign ¿ (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00559, 0001825034-2019-00560, 0001825034-2019-00561, 0001825034-2019-00562, 0001825034-2019-00564, 0001825034-2019-00565, 0001825034-2019-00566, 0001825034-2019-00567, 0001825034-2019-00568, 0001825034-2019-00569, 0001825034-2019-00570, 0001825034-2019-00571, 0001825034-2019-00573, 0001825034-2019-00576, 0001825034-2019-00577, 0001825034-2019-00579, 0001825034-2019-00580, 0001825034-2019-00581, 0001825034-2019-00582, 0001825034-2019-00584, 0001825034-2019-00586, 0001825034-2019-00588, 0001825034-2019-00589, 0001825034-2019-00591. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial left elbow procedure. Subsequently, the patient was revised due to posterior lateral plate found to be fractured upon x-ray intra-operatively. It was noted that pus was also found. The surgeon removed all of the components, performed a washout and applied an external fixation device.